Event description:
On 2025-jan-07 additional information was received. The pt reported the cause of the shocking / stimulation increasing was occurring when they would sit up and raise their arms up and was found to be too high in their upper back. The pt stated they "it was lowered it to their lower back", which resolved the reported issue.

Manufacturer narrative:
Continuation of d10: product ID: 977c265; serial#: (B)(6); implanted: (B)(6) 2021; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient stated when they sit in a chair the implant shocks them/ increases stimulation. Pt said if they raise their arms up it makes stim go stronger. Caller mentioned they will turn off implant when that happened. Agent reviewed possibility of adaptive stim being helpful and redirected to hcp to meet with mdt rep.